Event description:
It was reported that the carelink monitor dials, the modem connects, begins transmitting, and never completes transmission. The monitor is being returned and was replaced. The patient then transmitted "successfully" with the replacement monitor. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the carelink monitor dials, the modem connects, begins transmitting, and never completes transmission. The monitor is being returned and was replaced. The patient then transmitted "successfully" with the replacement monitor. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.